Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that the surgeon noticed bleeding around the cuff and pump during surgery. There were no issues locking the cuff and pump initially. The patient was put back on bypass, the pump was stopped and disconnected from the cuff. A running suture was used to ensure hemostasis and the pump was re-engaged with no issues. No further bleeding was noted. The patient was stable.

Manufacturer narrative:
Section h6: medical device problem code "2993 - adverse event without identified device or use problem" corrected to "1250 - fluid leak". Manufacturer's investigation conclusion: a specific cause for the reported bleeding around the apical cuff and pump could not be confirmed through this evaluation. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.